Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d9.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the occluder head latch was broken. There was no patient involvement.

Manufacturer narrative:
The fsr replaced the occluder latch and performed all performance/verification checks. The unit operated to the manufacturer's specifications. The device was manufactured prior to the UDI labelling effectiveness date, and therefore does not contain an UDI label, but the applicable UDI information associated with the device is (B)(4).